Event description:
It was reported that they were unpacking the arctic sun device delivered back from a 2000-hour service. The device would not cool. A check of chiller temperature (t4) was showed the water at 32c. They had drain and measure water from the left port and observed approximately a liter of water. This was indicative of a failed chiller, and this device would be returned as a service obf.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Customer data and service data show t4 not cooling. Replaced chiller. The arctic sun stat passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unpacking the arctic sun device delivered back from a 2000-hour service. The device would not cool. A check of chiller temperature (t4) was showed the water at 32c. They had drain and measure water from the left port and observed approximately a liter of water. This was indicative of a failed chiller, and this device would be returned as a service obf.